Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller inquired about longevity calculation with the following settings: program 1 - 0.75v, 180 pw, 35 rate, 591 ohms; program 2 - 0.75v, 180 pw, 35 rate, over 4k ohms, 24 hours/day usage. Battery voltage was 2.78v. Caller then mentioned that electrode impedances were around 5k-9k ohms. Tss had caller check impedances at 3v which continued to show high impedances around 4k-9k ohms on various electrodes. Tss heard patient mention in the background during impedance check that if they turn their head a certain way there's change in stim. Caller confirmed that patient was receiving adequate therapy with current programming despite impedance issues. The issue was not resolved through troubleshooting. Tss reviewed longevity estimate of "greater than 10 years" and that high impedances are conserving battery life. Tss reviewed battery curve and that ins will hit eri/eos soon but we can't give exact estimate. Patient weight is 220 pounds. Tss reviewed considerations for ins replacement when 37702 reaches eos.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.